Event description:
It was reported that during a hip procedure when doctor placed the liner into the cup, it ruptured upon the first tap. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The fractured liner was returned for investigation. Metal transfer of erratic appearance can be found on the insert. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference of the taper. However, the insert does not exhibit the primary regular metal transfer characteristic of a proper fit. Instead, the metal transfer observed below the taper area indicates misalignment during the process of positioning the insert in the metal cup. The rim of the insert is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic insert and the metal cup. A review of the device manufacturing records confirmed no abnormalities or deviations. The component properties and microstructure, as obtained from the quality documents, meet the requirements specified at the time of production, with no indication of any pre-existing material defect. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The investigation confirms a fracture of the biolox liner. Component properties and microstructure meet production specifications, with no evidence of pre-existing material defects. However, the insert did not reveal the typical metal transfer pattern of a proper fit. Observed metal transfer below the taper suggests misalignment during insertion, likely causing point contacts between the metal cup and the insert, which may have led to the fracture. If and to what extent other factors may have led or contributed to the reported event remains unknown. Therefore, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.